Event description:
According to the complaint, the customer reported that when they will run a sample on the abl90 flex plus analyzer (serial number (B)(6), after sample measurement a screen pops up and says there was an application error, and do they want to restart the analyzer yes or no. Analyzer will sometimes just reboot on its own with no pop up.